Event description:
It was reported that this right ventricular (rv) lead exhibited lead perforation. This rv lead was explanted, replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.